Event description:
Pt called alleging the their test strips were peeling. Strips are peeling back approx "1/8 inches at the contact bars and strip mid-base." Pt did not experience any symptoms. Pt stores the test strips properly. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new vial of test strips. Customer service also replaced pt's meter upon request by the pt.